Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was using the 3rd sensor in 3 days. Customer's mother was trying to change the sensor and had this issue 3 days in a row. Customer's blood glucose was 9.4 mmol/l. Customer's mother stated that it rejected the calibration. Customer's mother removed the sensor from the customer's body and found the sensor cannula was partially missing.